Event description:
The customer observed architect analyzer error code 1007 (unable to process test, activated read failure) 1-2 times per 100 tests when reaction vessel (rv) lot 80275p100 was in use. The customer suspected the rv lot and removed the lot from the analyzer, replaced it with another rv lot and the issue was resolved. The analyzer's result log was forwarded to abbott for evaluation. There was no impact to patient management.

Manufacturer narrative:
(B)(4), concomitant medical products: architect i2000 analyzer, list # 8c89-01, (B)(4). Evaluation: no method, results or conclusions can be made at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Concomitant medical device: architect i2000 analyzer, list # 8c89-01, (B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular (B)(4) lot were responsible for a majority of the static discharge events. Analysis of this (B)(4) lot determined it has unique compositional and analytical characteristics when compared to other (B)(4) lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' (B)(4) process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers (B)(4) process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming (B)(4) material, and to improve the supplier's (B)(4) process to reduce the potential generation of static charge.